Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the cartridge had been filled with approximately 300 units of insulin. A new cartridge was loaded resolving the issue. Blood glucose level was 145 mg/dl.